Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to an unknown product performance issue at this time. The patient experienced a syncope episode. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited noise and intermittent loss of capture (loc). The patient experienced a syncope episode. A revision procedure was performed and it was surgically abandoned and replaced. No additional adverse patient effects were reported.